Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of white particles floating in water reservoir. The patient alleges there are times the air flow is forceful where it¿s hard to catch a breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 8/19/2024. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, difficulty breathing related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed unknown black dust-like contamination and potential black hairs/fibers, inconsistent with degraded sound abatement foam, on the top enclosure by the accessory module port and the sd port, unknown white dust-like contamination at the air inlet, inside the iso port, unknown black dust-like contamination, inconsistent with degraded sound abatement foam, around the iso (international organization for standardization) port. They also observed, unknown black potential hair/fiber, inconsistent with degraded sound abatement foam, inside the front panel. Unknown white dust-like contamination and white potential hairs/fibers on top of the blower motor and the blower outlet seal. The manufacturer also observed potential fluid/water spots on the bottom of the blower motor, indicating potential fluid/water ingress. Potential fluid/water spots in the blower box, indicating potential fluid/water ingress. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, inside the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, unknown black dust-like contamination and potential black hairs/fibers, inconsistent with degraded sound abatement foam, in the bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. Box d, box g and box h has been updated in this report.